Manufacturer narrative:
The device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. Visual/ microscopic inspection: the sample was returned. No kinks noted to the catheter. No anomalies noted to the transducer handle or saline hub. Distal tip was undamaged, however abrasions are noted to the outer catheter. Functional/performance evaluation: the device was attached to the transducer of the in-house generator. The device passed tile test without issue. No heating was observed. Medical records review: medical records were not provided; therefore, a review could not be performed. Image/photo review: images/photos were not provided; therefore, a review could not be performed. Conclusion: the investigation was unconfirmed as the device passed functional test without overheating or other issues observed. The definitive root cause for this event could not be determined based upon the available information. It was unknown whether patient and/or procedural issues contributed to the event. Labeling review: the current IFU (instructions for use) states: set up: - set the irrigation system to 0.3 ml/sec (18 ml/min) and switch irrigation system ¿on¿. Allow irrigation to flow for approximately 10-15 seconds to purge all air from the crosser catheter irrigation lumen. - note: a constant flow should be observed at the tip of the crosser catheter. If irregular or no flow is observed, check irrigation system for proper function. If irrigation system is not functioning properly discard crosser catheter and replace with another. - hold the crosser catheter at the distal tip in one hand and switch crosser generator ¿on¿. Verify the crosser generator is ¿on¿ by observing front panel display. Once power to crosser generator has been confirmed, and the irrigation is flowing, depress foot switch for 3-5 seconds to test the function of system. Transmission of energy can be observed at the tip of the catheter. Warnings and precautions: - do not activate the crosser recanalization system without proper irrigation. Make sure to establish proper irrigation prior to introduction into guide catheter. Always use refrigerated saline. - when manipulating the crosser catheter, the catheter shaft may become warm to the touch. A warm feeling is normal, however, if the catheter shaft becomes hot discontinue use immediately and withdraw from patient. Once removed from the patient confirm that irrigation is flowing. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during treatment of a heavy calcified occlusion in the sfa, the recanalization catheter handle allegedly became hot to the touch; therefore, the health care provider concluded the procedure and rescheduled the patient for a bypass procedure for a future date. There was no reported patient injury.

Manufacturer narrative:
No medical records and no medical images were provided to the manufacturer. The lot number for the device was provided. The device history records are currently under review. The device has been returned for evaluation. The investigation is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during treatment of a heavy calcified occlusion in the sfa, the recanalization catheter handle allegedly became hot to the touch; therefore, the health care provider concluded the procedure and rescheduled the patient for a bypass procedure for a future date. There was no reported patient injury.